Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed purulent drainage from small tract at the inferior edge of his lateral device incision. The drainage was cultured for (B)(6) and tested (B)(6). The patient has a history of recurrent staph infections of the skin. This most recent infection was being attributed by the implant procedure. The s-ICD system was explanted. No additional adverse patient effects were reported.